Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the pharmacy to the general manager that on (B)(6) 2019, doctor reported an incident to (B)(6) concerning a stryker screw with the following event: "when a self-tapping screw was screwed onto the plate, the head broke and the screw body remained in a place without being able to remove it. I got the screws and the head back. There was a longer intervention due difficulties in removing the broken screw.

Event description:
It was reported by the pharmacie to the general manager that on (B)(6) 2019, doctor reported an incident to the ansm concerning a stryker screw with the following event: "when a self-tapping screw was screwed onto the plate, the head broke and the screw body remained in a place without being able to remove it. I got the screws and the head back. There was a longer intervention due difficulties in removing the broken screw.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided, despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.